Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor anomaly. No cosmetic damage noted.

Event description:
The daughter reported via phone call that the customer received a motor error alarm during a prime. Customer's blood glucose was unknown. The daughter reported the insulin pump fell off the bed the night prior to the alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.